Event description:
It was reported that patient death occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). An opticross imaging catheter was advanced for ultrasound examination of the target lesion. Resistance was strong during delivery. Following pre-dilation, a 3.5 x 12mm synergy stent was implanted. At this time intravascular ultrasound (ivus) had been performed four times. After stent placement, there was thrombus in the periphery and the stent was delivered distally for confirmation with ivus. Because of the calcification and tortuosity, a non-boston scientific guide extension catheter was used. During pullback of the opticross, a poor image made the lesion difficult to observe. When the device was being removed, strong resistance was not encountered, however, it was noted that the device was detached and more than 25cm remained in the patient. An attempt was made to trap the detached catheter with a 2.5mm balloon but only the wire and balloon were pulled out. Another attempt was made to retrieve the detached catheter, but it was determined that retrieval was impossible. Open thoracotomy to retrieve the detached catheter was performed by opening the blood vessel from the peripheral lad. The next morning, st-segment elevation was observed, so another catheterization was performed. A large thrombus was found in the lad and the patient underwent percutaneous coronary intervention but due to the effects of thrombus, the patient later passed away. The physician considered the complicated procedure to retrieve the catheter remaining in the coronary artery may have caused endothelial damage and triggered a thrombus.

Manufacturer narrative:
Age at time of event - patient is below 18 years of age.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached near to the lap joint section. Kinks were observed in the imaging window assembly. Microscopic inspection of the imaging window revealed it was kinked and detached and that the detached section of the imaging window at the lap joint showed marks of stress. The guidewire exit port was found damaged (deformed/lifted). The tip was observed kinked. Impedance testing showed an electrical open at the proximal wave form. The length from the distal tip was measured within specification. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was determined to be a result of multiple coax cable breaks located on the proximal section. Photos received from the site were analyzed and it was possible to observe that the imaging window kinked and detached near to the lap joint. A2: age at time of event - patient is below 18 years of age.

Event description:
It was reported that patient death occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). An opticross imaging catheter was advanced for ultrasound examination of the target lesion. Resistance was strong during delivery. Following pre-dilation, a 3.5 x 12mm synergy stent was implanted. At this time intravascular ultrasound (ivus) had been performed four times. After stent placement, there was thrombus in the periphery and the stent was delivered distally for confirmation with ivus. Because of the calcification and tortuosity, a non-boston scientific guide extension catheter was used. During pullback of the opticross, a poor image made the lesion difficult to observe. When the device was being removed, strong resistance was not encountered, however, it was noted that the device was detached and more than 25cm remained in the patient. An attempt was made to trap the detached catheter with a 2.5mm balloon but only the wire and balloon were pulled out. Another attempt was made to retrieve the detached catheter, but it was determined that retrieval was impossible. Open thoracotomy to retrieve the detached catheter was performed by opening the blood vessel from the peripheral lad. The next morning, st-segment elevation was observed, so another catheterization was performed. A large thrombus was found in the lad and the patient underwent percutaneous coronary intervention but due to the effects of thrombus, the patient later passed away. The physician considered the complicated procedure to retrieve the catheter remaining in the coronary artery may have caused endothelial damage and triggered a thrombus.